Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is not saving her history when she enters her blood glucose readings in the capture event feature. Customer stated that the previous history was cleared out and erased. Troubleshooting was performed and it was noted that the history was saved in capture event feature. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.